Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was giving red light alert and unable to boot up. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was rejected by the customer. As the service request was rejected, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was giving red light alert and unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.